Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level had been as high as 410mg/dl. The customer states they treated with the pump and set change. The customer declined troubleshoots for the highs.